Event description:
The complainant has reported that a pt (age and gender unknown) underwent a therapeutic procedure for placement of an esophageal stent. The stricture was dilated prior to the attempted placement and deployment of the device. The clinician was unable to deploy the ultraflex esophageal stent system due to the restriction of the deployment suture. Continuous pulling of the suture resulted in the suture breaking. The stent was removed from the pt. The procedure could not be completed as the facility did not have another of the same device available. There is no report of any complication or ill effect sustained by the pt. There is no further pt information available at this time.

Manufacturer narrative:
User facility was unable to supply the correct lot number of the device used, consequently, the manufacture date of the device is unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.